Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, pump touch screen was cracked and became unresponsive. Customer¿s blood glucose level ranged from 151-152 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.